Event description:
It was reported that when a home patient tried to connect the y set with a transfer set, the y set¿s spike connector didn¿t get spiked properly and the transfer set¿s spike damaged the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual inspection performed with naked eye and clemex intelligent microscope identified miss-spike (puncture molded port). Functional tests performed included leak testing, clear passage testing, and clamp function testing. Leak testing was performed with underwater pressure testing; with leak noted from punctured port. The reported condition was verified. The causae was undetermined. There is a CAPA open to further investigate the mis-spike. If additional relevant information is obtained, then a follow-up MDR will be submitted.